Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported surgeon complaints of inaccurate cuts, where postop x-rays showed varus component for a valgus-planned case. Tibia cut is affected. Potentially multiple femur cuts are affected. Checkpoints pass before and after all cuts. Planar probe checks appear to be fine.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: no troubleshooting notes: checkpoints pass before and after all cuts. Planar probe checks appear to be fine. Work performed: performed all testing as per preventive maintenance with no issue found. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported surgeon complaints of inaccurate cuts, where postop x-rays showed varus component for a valgus-planned case. Tibia cut is affected. Potentially multiple femur cuts are affected. Checkpoints pass before and after all cuts. Planar probe checks appear to be fine.